Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported events. The nonconforming xenon lamp was replaced. Unrelated to the reported event, the company service representative also cleaned the rfid plate and advised the customer to exchange the lighting module as balanced salt solution (bss) was found within it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative clarifying that the system was not equipped with an auxiliary illuminator.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system's lamps were not working for both the table top and auxiliary illuminators as well as the system locked. The timing of the event is unknown, however, it is noted that the scheduled procedure was completed.